Manufacturer narrative:
The following devices were also listed in this report: kmx plus,fem comp,large; cat# 64790200; lot# unknown. Kx mobile bplate x-small; cat# 64760200; lot# unknown. Kx plus patella large; cat# 6479-3-920; lot# unknown. Simplex p full dose 1 pack; cat# 6191-1-001; lot# unknown. Simplex p full dose 1 pack; cat# 6191-1-001; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was revised due to wear and laxity.

Manufacturer narrative:
An event regarding instability involving a kinemax insert was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a kinimax insert was revised due to instability. The exact cause of the event could not be determined because further information such as product return, x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker orthopaedics. It should be noted that the device remained implanted for 22 years. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to wear and laxity.